Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown stem-unknown. Unknown-unknown head-unknown . Unknown-unknown liner-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the available records identified the following: left total hip arthroplasty with malposition of the acetabular cup which is vertically oriented, predisposing the patient to dislocation. Possible polyethylene wear of the acetabular cup. Multiple fractured cerclage wires along the proximal femur with possible fracture involving the greater and lesser trochanter. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.